Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit had intermittent button response due to flattened and creased act button dome switch. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has cracks near the battery compartment and the button and keypad are unresponsive. Customer's blood glucose was unknown at the time of incident. No further information was given.